Event description:
The organ procurement organization forwarded the notice regarding microbial growth being reported in two lots of organ preservation and storage solution. Review of their records showed that this facility transplanted a cadaver left kidney flushed or stored using solution from identified lot numbers. The above information was shared with the surgeons. The kidney recipient has not had any complications or post-transplant adverse events. Recipient has had a biopsy, and it was fine. An appointment was scheduled for the patient to see the transplant physician so that the physician could disclose the information from this notice to the recipient. The ors (organ recovery systems) has cultured the fluid. Culture results are not back but will be posted on their website once received. (B)(6). Two lot numbers of the organ preservation fluid were involved in this case. Pbr-0074-330, expiration 07/01/2018 pbr-0060-392, expiration 06/01/2018. The procurement team and the transplant team did not notice a foul odor to the organ/organ preservation fluid at the time of procurement or transplant. A routine kidney biopsy was taken after the organ was transplanted. No abnormal results. The patient has not shown any signs of infection since receiving the transplant. The patient's discharge status was listed as good/stable when the patient left the transplant facility. There have been no changes to the patient's plan of care as a result of this event.